Event description:
At 11:45 am pt bradycardic w/rate in 30-40's and was in atrial fibrillation 90-100's earlier. Impact alarm pager for primary nurse did not alert for alarm condition. Rn near central monitor (cic) noticed decreased heart rate. Rn responded and pt had decreased respirations which ceased. Code called ant pt was resuscitated and transferred to intensive care unit. Biomedical engineering examined pager event log and found no events logged between 9 and 12 noon. Biomed received occurrence report 11/24/98.